Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: wang, j., feng s, huang h, wang x, wang s, shao w, wang y, ma j. The hemostatic effect of tranexamic acid was compared during tka according to the route of use. Chinese journal of bone and joint injury. 2020 feb;35(2):120-124. Doi: 10.7531/j.issn.1672-9935.2020.02.003. Objective and methods the purpose of this study is to compare the hemostatic efficacy and safety of tranexamic acid (txa) administered by different routes during unilateral total knee replacement (tka) procedures performed on 108 patients with osteoarthritis between december 2016 and december 2017. The data was collected for the first 6 weeks following primary tka. All patients received txa during primary implantation of a depuy fixed-back pfc sigma cemented tka. There is insufficient information to determine if the patellas were resurfaced and the manufacturer of the cement is unknown. This complaint will only capture the results for the depuy pfc sigma devices. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: depuy pfc sigma fb tkas consisting of a femoral component, tibial insert, and tibial tray adverse event(s) and provided interventions associated with depuy devices: 18 patients required postoperative transfusions due to blood loss. Some of these patients also experienced dizziness which resolved after the transfusion. The authors note that some patients experienced lower limb swelling, subcutaneous petechiae (captured as hemorrhage) around the incision site, and numbness in the first 7 days after the procedure that resolved without sequelae. These are expected findings immediately after major surgery and the authors specified that these were not adverse events that required medical or surgical intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.